Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: this unit was sent to service center for evaluation and repair. Per service manual operational and diagnostic analysis did not confirm the reported power issue, the unit had motor damage. Device disassembled and decontaminated as per the service manual during initial evaluation. The testing of the unit was not completed, due to the need for motor replacement. Unit placed in long term hold. No further investigation beyond what is noted below will be conducted on this complaint. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that the serial number provided does not refer to the product code due to replacing spare parts during repair process in service center which caused the serial number of the handpiece to be changed. A review into the depuy synthes mitek complaints system revealed no similar complaint for this device's serial number. No corrective or preventative actions are required at this time, as no nonconformance or complaint trends were identified in relation to this serial number device and the reported failure. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
(B)(6) repair; tornado micro handpiece with buttons: rotator cuff repair. Console rebooting when shaver activated, no rep in attendance. Surgeon reverted to mini open, did not wish to use alternative console/handpiece - as reported by circulating nurse. Jnj rep attended hospital the next day (B)(6) 2017 to trouble shoot. Tested all shavers with console used in case. One found to cause rebooting issue. Other two handpieces were trialed with both consoles with no issues noted with their activation. Faulty handpiece tagged for repair. 15 minute delay to procedure. Ae to patient: reverted to mini open.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
(B)(6) repair; tornado micro handpiece with buttons: rotator cuff repair. Console rebooting when shaver activated, no rep in attendance. Surgeon reverted to mini open, did not wish to use alternative console/handpiece - as reported by circulating nurse. (B)(6) rep attended hospital the next day (B)(6) 2017 to trouble shoot. Tested all shavers with with console used in case. One found to cause rebooting issue. Other two handpieces were trialled with both consoles with no issues noted with their activation. Faulty handpiece tagged for repair. Fifteen minute delay to procedure. Ae to patient: revereted to mini open.